Event description:
Procedure: lap chole. According to the report: during use, the bottom of the cholecystis was grasped. The tip of the shaft was torn as a result. The doctor attempted to straighten the device to remove, resulting in the damaged shaft disengaging. The piece was retrieved. The device was removed with silsport. Then, the port and device were disconnected and another device was used. There was no bleeding, nothing further fell into the pt cavity, and there was no tissue damage reported. The procedure was not extended. No pt info available.

Manufacturer narrative:
(B) (4).